Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.

Event description:
It was reported that during the transureteroscopic ureteral stenting procedure, a bsc 4.8/26 percuflex plus ureteral stent was used with a non-bsc 0.032 zebra guidewire. The ureteral stent could not be delivered due to the stent being buckled. The procedure was completed with a non bsc device and the patient condition following procedure was stable.

Event description:
It was reported that during the transureteroscopic ureteral stenting procedure, a bsc 4.8/26 percuflex plus ureteral stent was used with a non-bsc 0.032 zebra guidewire. The ureteral stent could not be delivered. The procedure was completed with a non bsc device and the patient condition following procedure was stable and there were no patient complications due to this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Block h11: the percuflex plus ureteral stent was returned with the box and the positioner for analysis, however the suture did not return. The reported event of stent buckled material will be confirmed. During the visual, media, and magnification inspection, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordioned resulting in a difficulty or unable to advance the stent to the target site. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.